Event description:
A user facility returned the olympus asset, colonovideoscope, to the olympus service center. Upon inspection and testing of the returned device, it was observed that the air/water tube had white foreign material. This report is being submitted for the event found during evaluation. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for evaluation. The device evaluation found due to wear of forceps elevator, up/down knob cannot be locked securely. The switch box had a crack. Forceps channel port had a dent. The suction cylinder had no color. The air/water cylinder had no color. The plug unit had a scratch. Due to a scratch on the objective lens, the image had a dark area partially. Due to wear of angle wire, bending angle in the right and up direction did not meet the standard value. The adhesive around objective lens had corrosion. The light guide lens had a crack. The adhesive around light guide lens had corrosion. The bending tube was deformed. The adhesive on bending section cover was detached. The universal cord had coating peeling. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.

Manufacturer narrative:
H10: it is unknown if the reprocessing steps at the material residue point deviated from the instruction manual. This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 6 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of the reported event could not be identified. The suggested event is detectable and preventable by handling the device in accordance with the following sections of the instructions for use: IFU states that detection method in gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection. IFU states that preventive measure in gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.